Event description:
The customer reported that the pacing softkey button that controls the mamps on the defibrillator would decrease, but not increase. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.